Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that during routine battery exchange on date notified the extension got stuck in the header of the old battery. Upon removal the top 4 electrodes stayed in while the other on the 0-7 channel removed themselves. A wire connected them but all insulation was removed. The hcp chose to amputate the wire because "it would come out." The wire was inserted in the new battery and lined up with the contacts, with impedances showing as normal. There were no patient symptoms related and everything seemed fine, with the extension cut. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.